Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that he had a 911 call and one driving accident due to low blood glucose. Customer's blood glucose was 58 mg/dl. Customer mentioned he had low and high blood glucose at times. Customer's healthcare professionals had changed the basal setting. After troubleshooting, customer will not be returning the device for analysis.